Event description:
It was reported that the patient had the stimulator removed from their hip because it was heating up even when it was off. The implant was explanted about two years ago. The patient was having excruciating pain in the area where the lead was and a CT scan was done of her back and that most likely that part had heated and was now up against their never. It was thought that the patient was having a heart attack because the thing was located right behind their heart, ¿the thing that the wires hook into that hooks on [their] spine and then [went] down [their] spine to the stimulator¿. They did not have the wiring and that the place which hooked onto their spine was removed. The patient thought that she was having a heart attack and had her heart and lungs checked and tests came back negative and there was nothing wrong. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger, product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).